Event description:
Event description guidant received information that this pacemaker patient presented to the hospital due to syncopal episodes. The magnet rate of the device indicated the battery status of the device was at elective replacement near (ern). Though there was no programmer available to interrogate the device, the pacing system was determined to be able to capture the myocardium upon review of electrocardiograms during magnet application.